Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a crt-d replacement on (B)(6) 2021, the interrogation of the implant, was not possible with the subject programming head. The connection was lost and the following error message was displayed: orchestra plus link is out of order. Only inductive communication is available.

Event description:
Reportedly, during a crt-d replacement on (B)(6) 2021, the interrogation of the implant, was not possible with the subject programming head. The connection was lost and the following error message was displayed: orchestra plus link is out of order. Only inductive communication is available.